Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance in resetting the pump from technical support, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reappears.